Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time; unable to confirm if customer had contacted the doctor.

Event description:
Consumer reported complaint for hi blood glucose test results. When informed the meaning of hi customer stated that it was very common for her glucose to be that high. The customer feels well and did not report any symptoms. Customer stated she will contact the doctor; customer did not clarify if she is contacting the doctor due to the hi. Test strip lot information was not provided. Customer did not provide any further information and had disconnected the call. Coordinator had initially spoken with the customer; technician had attempted to contact the customer and was unable to establish contact with customer. No further information was able to be obtained.